Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a power source alert was received while the pump was being charged. Reportedly, the wall adapter was replaced and pump was charged. There was no reported impact to the customer's blood glucose.